Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation, although it is expected to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (pn 471205-17/lot # k11211011-0268) associated with this event was performed. Per logs, the instrument was last used on 22-mar-2022 on system sk0248. The instrument had 7 uses remaining after its last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had damage to the insulation. The customer was unable to verify if the damage was observed after use on the patient or before central processing. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had broken insulation. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the damage was identified during central processing. The instrument was inspected for damage after it was cleaned. There was no complete cable break, the cable was not frayed, and the black insulation was not stripped or damaged without a complete break. During the instrument¿s last usage, there was no damage prior to use and the insulation of the cable was not damaged. The reported indicated the damage was observed after patient use when asked if any thermal damage was observed. There was no arcing observed and no loss of cautery. It is unknown if the instrument collided with any other instruments. The procedure was completed with the same instrument during its last usage. The instrument was not checked for damage after completion of the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base. Any material missing is likely to be thermally induced, rather than mechanically induced. The electrical continuity test passed and there was no damage to the conductor wire¿s insulation. The root cause is attributed to mishandling/misuse.